Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to successfully seal the puncture site and the plug fell out of the shaft. There was no reported patient injury. The device malfunction was identified as the indicator window failing to change color. The procedure used a retrograde approach and was completed with manual compression. The exoseal vcd was used in an interventional procedure. The user was trained, and the device was stored and prepped according to IFU. There were no visible signs of device or packaging damage prior to use. A non-cordis 7f sheath was used. Angiography confirmed femoral artery suitability, with vessel diameter =5mm and no visible calcium, plaque, stent, or significant stenosis. There was no history of closure devices, manual compression, hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. No resistance or friction occurred when advancing the device, and there was no difficulty connecting the sheath introducer or deploying the plug. The sheath introducer was retracted correctly, the indicator wire cowling locked into place, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The plug button was not pressed when the indicator window was black¿white. When pressed, the plug button was pushed all the way down, not halfway. Upon removal, pulsatile bleeding at the puncture site was immediately noted, the device and sheath were withdrawn as a single unit. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) failed to successfully seal the puncture site and the plug fell out of the shaft. The device malfunction was identified as the indicator window failing to change color. The procedure used a retrograde approach and was completed with manual compression. There was no reported patient injury. No resistance or friction occurred when advancing the device, and there was no difficulty connecting the sheath introducer or deploying the plug. The sheath introducer was retracted correctly, the indicator wire cowling locked into place, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The plug button was not pressed when the indicator window was black/white. When pressed, the plug button was pushed all the way down, not halfway. Upon removal, pulsatile bleeding at the puncture site was immediately noted, the device and sheath were withdrawn as a single unit. The exoseal vcd was used in an interventional procedure. The user was trained, and the device was stored and prepped according to IFU. There were no visible signs of device or packaging damage prior to use. A non-cordis 7f sheath was used. Angiography confirmed femoral artery suitability, with vessel diameter =5mm and no visible calcium, plaque, stent, or significant stenosis. There was no history of closure devices, manual compression, hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of "indicator window no change to indicator and "plug-inaccurate placement¿ could not be confirmed as the device was received fully deployed. The indicator window had achieved full window transition, with no anomalies in the internal mechanism, and no plug was returned for evaluation. In addition, due to the nature of the complaint, the reported event cannot be evaluated since patient related events cannot be duplicated in the lab. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to successfully seal the puncture site. There was no reported patient injury. The device will be returned for analysis.